Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawers 2 and 3 failed to open. A field service engineer replaced the medbank tray to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medbank system, drawer 2 and 3 failed to open, which hindered users from accessing medication. The user logged into the cabinet and adjusted the power management settings and rebooted the cabinet. The drawers on the tester account were checked and they populated, however, they still would not open. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the pocket jam. A field service engineer troubleshooted the pocket jam and replaced the pocket to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medbank system, drawer 2 and 3 failed to open, which hindered users from accessing medication and there was no delay in patient care.there were no adverse events or injuries reported based on this event.